Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display due to moisture damage. Customer's blood glucose value was 148 mg/dl. Customer stated that they went to swimming pool and the insulin pump was exposed to fluid. Customer also stated that the insulin pump did not start after restart. The product will not return for the analysis.

Manufacturer narrative:
Device was received with high sleep current due to moisture damage on electronic assembly. No blank display noted during testing.